Event description:
Manufacturer received a report from an attorney alleging that his client was being pushed in a rented tracer transport chair when the wheelchair stopped abruptly, due to a defect in the wheels. The client was allegedly catapulted forward. As a result of the incident, the attorney reported that his client sustained severe bruising to right side of body, injury to right leg, cellulitis, aggravation of pre-existing fibromyalgia. What role, if any did invacare device caused or contributed to the incident, is unclear.